Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It was also received with moisture damage on the motor, battery tube and vibrator assemblies. It was unable to verify the button error alarm due to the blank display. Device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was having issues with the insulin pump and it might have been exposed to moisture. Troubleshooting could not be done as the mother was not with the customer at the time of the call. The customer was called back later and she stated she went into the pool with the insulin pump. Customer stated that the device was working all day the day prior to calling but the morning of the call, she woke up and the insulin pump had a button error alarm which could not be cleared. Customer confirmed there is fluid under the lcd display. Customer's blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.